Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode was hospitalized for fever due to septicemia. The clinical study site has indicated that the septicemia was possibly related to the implant procedure on (B)(6) 2018 or was related to the device and electrode. It was later reported the patient was readmitted due to fever and received a chest x-ray, echocardiogram, and other lab work. Also, medications were given and/or adjusted. At this time, the patient remains hospitalized and the s-ICD system remains implanted. No additional adverse patient effects were reported. (B)(6) study.